Event description:
This is a nuclear medicine camera. The problem is if you do not have a current siemens service contract for the camera you lose the ability to add another sending site. We just got a pacs and now we would like the ability to send data to the pacs for physician interpretation, but since we no longer have a service contract with siemens they want to charge for a 24 hr license to add the pacs to the esoft acquisition station. We have other nuclear cameras from ge and philips, which let us add or delete network nodes at no charge. But, siemens wants to keep us under their greedy finger and charge us a ridiculous amount to do something that should be free. We own the nuclear camera and software but do not have the ability to add a network node, add a cd or dvd recorder or add a printer. All these requests require a service license that we have to purchase in 24 hour increments at an obscene price. This seems very unfair.